Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was unable to achieve appropriate pacing parameters. Additionally, the helix of the rv lead was damaged after use. The rv lead was not used and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece. The helix was stretched/bent and clogged with blood/tissue. X-ray examination found the helix stretched/bent consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to blood/tissue and stretched/bent of the helix in the helix region. Final analysis found no indication of conductor fractures or internal shorts. No other anomalies were noted except for procedural damage.